Event description:
It was reported that the customer had a crack on the screen of the insulin pump. Customer's blood glucose level was 121 mg/dl. Customer stated that the crack was on the screen corner. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had minor scratches on display window, scratches on case and cracked reservoir tube lip. No crack noted on display window or on lcd glass. No crack case on display window corner noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.